Event description:
This is an international report where the solution could not be stopped from coming out of the transfer set even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Received one used set with cap on dark blue connector and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.